Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump also had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 215 mg/dl. The customer stated that the buttons keep going around when she trys to put in number. The customer was asked if recalls any significant events leading to the keypad issues and said does not recall. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.